Manufacturer narrative:
The product information was not provided. It is not possible to determine the manufacture date without the product information. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
(B)(6) customer made hot chocolate in the morning. After drinking it in the evening, she discovered a used contour next test strip in the cup. Further information was not provided. Product was not expected to be returned and it was not replaced.